Event description:
It was reported to boston scientific corporation that a sling system (exact type unknown) was used during a transvaginal bladder mesh procedure on (B)(6) 2009. According to the complainant, the patient experienced constant bleeding, infections, pain and discomfort since the initial procedure. It was reported that the mesh had eroded and that the patient had two surgical revisions to remove the eroded mesh. The amount of mesh excised is unknown. The first revision surgery was in 2010 and the second was in 2011 (exact dates unknown). The patient's current condition is unknown and reportedly unavailable.